Event description:
Boston scientific received information that this right ventricular (rv) lead displayed out of range pacing impedance measurements and increased thresholds. The initial information was received from a competitive field representative. An attempt to obtain additional information has been sent. No additional information was obtained as the initial call was from a competitive field representative to the boston scientific field representative.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.